Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device overheated. No information was available regarding how the case was completed. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.